Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device could not reach green zone of pressure when the tubing was connected. The issue occurred during a therapeutic dilation and curettage (dnc) procedure. The procedure was prolonged greater than 30 minutes and completed using the same set of equipment. There were no reports of patient harm.

Event description:
Additional information received from the customer confirms that the patient did not suffer any serious injury or adverse effects and that the patient remained hemodynamically stable from the 20-minute procedural prolongation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, h2, and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.